Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Estimated weight.

Event description:
This is filed on the clip delivery system (cds) to report the clip interaction with the guide tip. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The xtr cds was advanced through the steerable guide catheter (sgc). As the physician was straddling the cds with the sgc, he inadvertently advanced the cds out of the sgc. He pulled the cds back in the sgc and the clip got caught on the guide tip. He raised the grippers, locked the clip, advanced the clip forward releasing it from the guide tip. The clip was closed down and retracted back inside the sgc and the cds was removed. A new xtr cds was inserted through the same sgc without issue. Mr was reduced to grade 2 with the single clip. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, the reported difficult to remove clip delivery system from the steerable guide catheter was related to user technique and/or procedural conditions. There is no indication of product issue with respect to manufacture, design or labeling.